Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5568, implantable pacing lead, (B)(6) 2007. (B)(4).

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range with high rv pace impedance in weeks leading up to explant on (B)(6) -max impedance of 5274 week ending 7/25, next three weeks max impedance was open/undefined. Also, analysis of the device memory indicated pacing capture threshold in the rv (right ventricle) was intermittent with rv capture management indicates unstable thresholds in 5 weeks leading up to and including (B)(6). (B)(4).

Event description:
It was reported that the right ventricular (rv) lead was exhibiting high impedance, oversensing and no capture due to a conductor fracture. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Event description:
It had also been reported that the patient experienced syncope due to lack of pacing and complete heart block.